Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for patient samples. The following data was provided: sample ID (B)(6), initial result = 6.0 mg/dl, repeat result on another instrument (B)(6) = 2.2 mg/dl. Sample ID (B)(6), initial result = 7.2 mg/dl, repeat result on another instrument (B)(6) = 2.2 mg/dl. Sample ID (B)(6), initial result = 7.6 mg/dl, repeat result on another instrument (B)(6) = 1.5 mg/dl. Sample ID (B)(6), (48-year-old male) initial result = 4 mg/dl, repeat result on another instrument (B)(6) = 1.3 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
Additional information in section h4 - device MFR date the customer replaced the r1 pipettor, the instrument was inspected and troubleshooting procedures were performed. Service replaced tubing and adjusted cuvette nozzles. No additional discrepant results reported. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for patient samples. The following data was provided: sample ID (B)(6) initial result = 6.0 mg/dl, repeat result on another instrument (B)(6) = 2.2 mg/dl sample ID (B)(6) initial result = 7.2 mg/dl, repeat result on another instrument (B)(6) = 2.2 mg/dl sample ID (B)(6) initial result = 7.6 mg/dl, repeat result on another instrument (B)(6) = 1.5 mg/dl sample ID (B)(6) (48-year-old male) initial result = 4 mg/dl, repeat result on another instrument (B)(6) = 1.3 mg/dl . No impact to patient management was reported.